Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported the patient had a recent infection around the stoma site cleared by taking a course of oral antibiotic flucloxacillin. The skin around the stoma site now appears irritated with slight yellow discharge. Advised to wash and dry the area thoroughly, apply barrier cream and apply dry dressing.